Event description:
Two shockwave balloons ruptured while inflating to nominal pressure intravascularly. Both devices removed from the patient intact. A third larger balloon was attempted successfully.